Event description:
N/a

Manufacturer narrative:
The returned device analysis could not replicate the reported unintended movement (clip open-locked) in a testing environment due to the returned condition. The reported mechanical jam (lock line - inability) was confirmed. Additionally, the lock line was found to be deformed and broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and return device analysis the cause of the reported inability to remove the lock line is due to user technique. The observed deformed and broken lock line are cascading effects of the reported inability to remove the lock line. The reported unintended movement (clip open-locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report an inability to remove the lock line and unintended movement it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4. A mitraclip xtw was advanced to the mitral valve, and the leaflets were grasped. While attempting to deploy the clip, it was noted the lock line (ll) was unable to be removed. While attempting to remove the ll it was observed the clip arms had opened. Due to this issues, the physician decided to remove the clip and replace it. One clip was then successfully implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.